Event description:
It was reported the device is not holding a charge. There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the power cable, which was reseated and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
Reporters phone number (B)(6). Reporting institution phone # (B)(6).